Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold and opening curved on patch/shell bond edge. Leak test and microscopic analysis was performed which identified: sharp opening on patch/shell bond edge, delamination total of the valve, opening crack and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. A delamination total of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.